Event description:
Scrub tech noted that harmonic ace shears 5mm diameter, 23cm shaft length ref har23, lot l91p5c exp 2019-06, pad melted off of the tip, rendering the device unusable. It was replaced.